Event description:
The account stated that a (B)(6) architect anti-hcv result was generated. The sample was retested on another analyzer with (B)(6) results. The (B)(6) results were reported. There was no impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.